Manufacturer narrative:
Was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(4) (system 1), is related to case with patient identifier (B)(4) (system 2).

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 127 mg/dl (system 1) and 66 mg/dl (system 2). No adverse event reported. Return of the suspect device was requested for evaluation.